Manufacturer narrative:
Batch record review of lot b133 was conducted. There were no non conformances associated with this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. No product was returned by the customer for investigation. The photo evaluation is still in progress. A root cause could not be determined at this time as investigation is still ongoing. (B)(4) has already been initiated to investigate cellex drive tube leaks. (B)(4).

Event description:
Customer called to report a drive tube leak that occurred during treatment. Name and function of complainant: same as reporter. Customer states for a blood leak (100ml) from the drive tube today during a treatment. Customer reported the upper bearing stop moved away from the bearing retainer clip and drive tube stretched. Customer cleaned the blood leak and installed a new kit. Patient was stable. Customer did not return any product for investigation, but photos were provided for evaluation.